Manufacturer narrative:
The customer¿s report of a hole in the tubing was not confirmed. No anomalies were observed on the extension set during visual inspection. Functional and pressure testing was performed; no leaks were observed during testing. The root cause of the reported hole in the tubing was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an infusion of ns was noted to have holes in the tubing and presumably leaked while connected to a patient. Tubing was replaced and there was no patient harm.